Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving bupivacaine (17 mg/ml at 5.097/day), baclofen (75 mcg/ml at 22.48/day), and morphine (3 mg/ml at .899/day) via an implantable pump. The indication for use was non-malignant pain and other chronic/intractable pain (trunk/limbs). On (B)(6) 2015, the expected residual pump volume was approximately 6.5 cc; the actual residual pump volume was 0. After multiple attempts and sticks, the physician could not get any old drug out. He went ahead and put new drug in easily; he was able to inject the full volume of drug. He then aspirated the new drug easily to confirm that they had properly accessed the pump. They looked back through some old notes and didn¿t see that there had been any issues in the past. The physician was planning to replace the pump as soon as possible. The physician did not believe that the volume discrepancy was related to a pocket fill or was the result of a programming error. No patient symptoms were reported. The actions/interventions and outcome of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.